Event description:
(1/2, reference (B)(4) for related complaints) (documenting pump) per medwatch mw5109089: it was reported patient had a no disposable clamp tubing alarm on cadd legacy pump, resolved with stopping and restarting pump but reoccurred 2 hours later with volume 53 ml left. Priming to remove 2 air bubbles in cassette tubing, restarted pump and verified pump running with no alarm. Cassette lot number not provided. No further details provided.